Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger was displaying "battery charger problem." The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation contamination was found on the charger's battery board, which prevented the battery charger/modem from recognizing inserted battery packs. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the contaminated battery board. The pt received a replacement charger/modem.